Manufacturer narrative:
The reported product subject of the event is not able to be returned for evaluation. All hemofilters, including the reported product, are indicated for single use. The filter was exchanged upon detection of the filter leak in order to complete the procedure. A review of manufacturing records was performed and indicates that the reported filter met all pre-release specifications regarding requirements for sterility, bacterial endotoxin testing, biocompatibility, product integrity and dimensions. The reported event did not cause or contribute to any serious injury or deterioration of health and is not expected to lead to serious injury or deterioration of health if the event were to recur. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that during a procedure involving the medivators hf1200 hemofilter, a filter leak occurred. The filter leak resulted in a 200ml volume of patient blood loss. The filter was exchanged and the procedure was completed successfully without delays. No additional reports of injury or harm were received for this product.